Event description:
In 2002, customer states that this bed was in their bed shop with a note attached from the nursing staff stating 'bed sporadically changes position without pushing controls'. No injuries were reported.